Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was 400 mg/dl and the current blood glucose was 309 mg/dl. Customer treated high blood glucose with insulin pump. Customer did not stated any symptoms related to high blood glucose. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. Customer alleged that the insulin pump was under delivering the insulin. Customer stated that the high pressure test was performed and passed. Customer stated that the drive support cap was normal slightly intended. No further patient complications were reported. Troubleshooting was performed. The device will not be returned for the analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.